Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2021, a sample was collected from the patient and processed per pi on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative. Result was reported to physician and communicated to patient. On (B)(6) 2021, a new nasopharyngeal swab sample was collected from the patient and processed per pi on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. Result was reported to physician and communicated to patient. Patient was asymptomatic at the time of testing. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2021, a sample was collected from the patient and processed per pi on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative. Result was reported to physician and communicated to patient. On (B)(6) 2021, a new nasopharyngeal swab sample was collected on the patient and processed per pi on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. Result was reported to physician and communicated to patient. Review of the data from the first test noted a late cycle threshold value and normal appearing curves. Review of the data from the second test also noted a normal sample process control curve. There is insufficient evence to indicate the likely root cause. No evidence of product malfunction and there was no known impact to the asymptomatic person tested. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.